Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort at the implantable pulse generator (ipg) site. Therefore, the patient underwent a revision procedure during which the ipg was repositioned. No devices were implanted or explanted during this procedure. The patient was stable post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.